Manufacturer narrative:
Refractive surprise was reported. Health professional and distributor are not the report source. (B)(4).

Manufacturer narrative:
(B)(4). Method: (evaluation method) - lens work order search. Results: (evaluation results) - a lens work order search revealed there were no similar complaints within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search, a specific root cause of the event could not be determined. (B)(4): lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +1.0/+5.0/025 diopter in the patient's right eye (od) on (B)(6) 2015. The lens rotated after surgery. The surgeon decided to adjust the axis and repositioned the lens on (B)(6) 2015. During follow-up visit, it was noted the lens rotated again. The lens remains implanted. A supplemental will be submitted when additional information is available.